Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: the unit was received at the international service center. The technician did not confirm the report of touch panel did not respond well. Resolution and disposition: touch screen was replaced to prevent recurrence.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 touch panel did not respond well and a part of it did not respond. There was no patient involvement.